Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had acute left heart failure immediately after installing implantable pulse generator (ipg) system. The patient had a tracheal intubation and loss of consciousness. The patient passed away.